Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01063, 0001825034-2018-01065, 0001825034-2018-01073. Concomitant products: cat 195203 ¿ lot 990310 - vgxp intlk fmrl rt, cat 195332 ¿ lot 702760 ¿ vgxp xp e1 tib brg rl, cat 195402 ¿ lot 820130 - vgxp xp e1 tib brg rm. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Device history records were reviewed and no deviations related to this complaint were found, the reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted: pn 195203 ln 990310; pn 195249 ln 752080; pn 195332 ln 702760; pn 195402 ln 820130. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) - it was reported that a patient underwent right knee surgery on (B)(6) 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: 3 month eq5d - problems walking, problems performing usual activities and moderate pain; mkss - moderate pain; 6 month eq5d - problems walking, problems performing usual activities, moderate pain; oxford - moderate pain, moderate trouble getting in or out of car, very painful to stand up, limping all of the time, impossible to kneel, pain has moderately interfered with usual work, moderately difficult to shop on own and moderately difficult to walk down stairs; mkss - moderate pain; 1 year - eq5d - problems walking, problems performing usual activities, moderate pain; oxford - severe pain, moderate trouble getting in or out of car, severe pain on walking, very painful to stand up, limping most of the time, extremely difficult to kneel, pain has greatly interfered with usual work, moderately difficult to walk down stairs; mkss - moderate pain; 2 year - eq5d - problems walking, problems performing usual activities, moderate pain; oxford - moderate pain, moderate trouble getting in or out of car, 5-15 minutes before severe pain on walking, very painful to stand up, limping most of the time, impossible to kneel, pain has greatly interfered with usual work, often felt knee would give way, moderately difficult to walk down stairs. At this time there is no indication of surgical delays or medical intervention. Satisfaction ratings were: 6-month - none recorded; 1-year - "not satisfied/I have never been happy;" 2-year - "not satisfied/I have never been happy." At the 6-month visit, the patient reported using a cane.